Manufacturer narrative:
The actual device was discarded and was not made available to the manufacturer to be evaluated, and a lot number was not reported. Without the sample or a lot number, a thorough eval could not be performed. No specific conclusions can be drawn. There are no other reports of "hole in tubing" against the reported catalog number.

Event description:
As reported by the user facility: set was primed with chemo. Noticed there was a hole in the tubing near distal end of set while they were connecting it to the pt. Add'l info provided by the facility indicated that the leak was not immediately noticed. The taxol being infused ran onto the floor. There was no pt contact and no one suffered any adverse sequela associated with the incident. The lot number remains unk and the sample was discarded.